Event description:
The reported event was that one half of the weck clip remained stuck in the jaw of the intuitive medium large clip applier after application of the clip. Product description: teleflex weck clip. Event date: (B)(6) 2022. ? Site name/address: (B)(6). United kingdom.? Surgeon name: dr. (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).